Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, small bowel obstruction, small bowel enterotomy, adhesions, serosanguinous fluid, and mesh erosion into viscera. Post-operative patient treatment included mesh removal, hernia repair with mesh, repair and debridement of small enterotomy, small bowel resection, and revision surgery.